Manufacturer narrative:
No unexpected battery type anomalies noted during testing. Unit passed displacement test, rewind test and off no power test. The operating currents were in specifications. Compromised force sensor alarmed during basic occlusion test due to loose/protruded drive support disk noted. Cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 266 mg/dl. Customer was not able to deliver an easy bolus into the air due to compromised force sensor alarm. Customer declined troubleshooting due to needing medication and not having time to troubleshoot. Customer had heart surgery. Insulin pump would be replaced.